Event description:
Related to MFR report # 2183959-2012-01499. On or about (B)(6) 2009, the plaintiff was implanted with an ams elevate sling, to treat "for stress urinary incontinence, cystocele, and hypertonicity of the bladder." It was reported by the plaintiff's attorney that, "on or about (B)(6) 2012, plaintiff underwent a second surgery," it was indicated that the surgery was performed, "to remove the mesh because, it had extruded on the left side of the vagina near the apex. Plaintiff's attorney alleges that the plaintiff, "has been suffering from pain with intercourse, itching and pelvic pain.." The plaintiff's attorney also alleges that the plaintiff has "suffered serious bodily injury, mental and physical pain and suffering," as well as other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.